Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the grey cartridge used on just mesoappendix and appendix? 1 gray load was used on each for a total of 2 cartridges. How much blood was required for transfusion? Unknown. Why does surgeon assume bleeding was from staple line? Nothing else was different about how he does his laparoscopies. He was assuming it was from the staple line. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. What is the current patient status? Discharged.

Event description:
It was reported that during a laparoscopic appendectomy the powered echelon sixty was used with a grey reload and the device was fired across the mesentery and another was fired across the appendix. There was no bleeding on the staple line intra-operative or when the surgeon closed. It was later reported that the patient¿s hemoglobin had dropped, and blood had to be given to the patient. ¿doctor assumed blood loss was occurring on the staple line¿.